Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. After inspecting the iabp unit¿s logs, the fse found electrical code #52. To correct the issue, the fse performed solenoid driver board field safety corrective action. The fse performed a full calibration and functional test in accordance with the system's respective service manual. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed electrical test fails code number 52. It is unknown under which circumstances this event occurred. However, there was no patient involvement, thus no death or injury was reported.